Manufacturer narrative:
D4/h4: the serial number was not specified; therefore, a manufacturing date cannot be obtained. G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a lag on the loading screen of a novum iq syringe pump and the screen went blank. This was observed when the syringe was loaded fast. There was no report of patient injury or medical intervention associated with this event. No additional information is available.